Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by carter et al in a publication entitled "off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans" (journal of oral maxillofacial surgery 66:1417-1425, 2008) that a patient with unresolved mandibular defect underwent reconstruction with rhbmp-2/acs (8.4mg) and maxillomandibular fixation (mmf). Local bone at the site of rhbmp-2/acs application was excised and cultured. The cultures grew 1+ coag. Negative staph. And 1+ propionibacterium. The pt did not return for eight months after the reconstruction. Pt was noted on panoramic radiograph to have fractured the implanted hardware with absence of bone regeneration in the left mandibular defect. An autogenous corticocancellous iliac crest bone graft was used to successfully reconstruct her mandible.